Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the disinfection solution's concentration check issue could not be determined. It is possible that the event occurred due to the user's mishandling of the management method of the disinfectant solution. There is a possibility that unfulfillment of checking the concentration of the disinfectant solution before disinfecting the endoscope could lead to insufficient disinfection. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 3 inspection before use 3.9 inspecting the disinfectant solution¿s concentration level on reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the disinfectant solution could not be set in the endoscope reprocessor and the disinfectant bottle tray lock could not be released. It was also noted, the device exhibited error e99 after release. The facility nurse was asked if the aceside concentration was checked and indicated it was not performed at the time of the event. There was no harm or user injury reported due to the event.patient identifier (B)(6) captures complaint on the scope that has been reprocessed with a disinfectant whose aceside concentration could not be guaranteed. (Model: gif-xp260, model description: evis lucera gastrointestinal videoscope, serial no. (B)(4).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.